Event description:
It was reported to medtronic minimed that the customer experienced no communication between insulin pump and the mobile app. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was already confirmed through device compatibility review. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in requirement 3550933 document (B)(4), version g. This issue was confirmed. After reviewing the compatibility list, it has been confirmed that the android 15 operating system on the google pixel 9 xl pro is not supported by fota updater app which results in a compatibility error when they attempt to use it. Helpline was informed of this incompatibility and asked to communicate this information to the customer with recommendations to use a mobile device listed on the compatibility list. Helpline confirmed that customer is being provided a loaner phone and no further investigation needed on this. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.8.0) installed on pixel 9 (android 15) with mmt-1884 780g pump (software version 6.21u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). We were unable to conduct a thorough investigation due to lack of application logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Most likely the issue is related to one of these issues: gatt undefined errors coming from the ble stack. Supervisor_timeout errors. Loss of bonding after 30 seconds due to the pairing prompts not being accepted. Issue status: unknown. To assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: basic steps: turn bluetooth off -> wait 30 seconds -> turn bluetooth back on. When attempting to pair, do not leave the pairing screen during the progress spinner, and respond to any prompts that may appear. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby). Advanced steps: clear data of bluetooth app: settings â¿¿ apps â¿¿ manage apps â¿¿ find and tap on bluetooth app â¿¿ clear data. Reset network settings: settings â¿¿ connection & sharing â¿¿ reset wi-fi, mobile networks, and bluetooth â¿¿ reset settings. Uninstall app -> restart phone -> turn bluetooth off then on -> reinstall app. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.